Manufacturer narrative:
The user facility submitted medwatch mw5106934 for this event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fibrin clots formed after blood passed the blood transfusion filter of an unspecified interlink system y-type blood/solution set. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.